Event description:
Reference number (B)(4). Event occurred in the united states. On 14-jul-2024, it was reported that the patient faced that the infusion set had blockage at the site. The patient replaced infusion set and resumed insulin successfully. No further information available.